Event description:
The rep clarified that the patient had a fall but the patient has felt stimulation around the ins since she lost 13kgs.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) that they experienced "uncomfortable" stimulation around the implantable neurostimulator (ins). There were high impedances of >10,000 ohms on plots 7/8/13/14/15. A patient factor that may have led to this event was the patient lost 13kg. Intervention/action taken to resolve this issue was the patient will show surgeon in a few days. The issue was not resolved at the time of this report. It was unknown if surgical intervention occurred, further clarified that they were waiting on the surgeon's decision. The patient was alive with no injury. The rep reported a few weeks later that the cause of the high impedances were not known. There were no historical impedances available. The patient did experience a fall or trauma prior to the uncomfortable stimulation. The surgeon will plan an intervention on (B)(6) to resolve this event. The patient was well, receiving therapy but feels disagreeable sensation around the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.